Event description:
The fse reported after the navigation ring was replaced and the device was tested, the accept key on the navigation ring was defective and the device would power up at the slightest touch. There was no patient involvement.